Manufacturer narrative:
Concomitant medical products: addrl1 ipg implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest tightness and "burning" with elevated heart rate. The right ventricular (rv) lead exhibited chronic high thresholds. The implantable pulse generator (ipg) and rv lead remains in use. No further patient complications have been reported as a result of this event.